Event description:
Journal reference: velasco, et al. Neuromodulation of the centromedian thalamic nuclei in the treatment of generalized seizures and the improvement of the quality of life in patients with lennox-gastaut syndrome. Epilepsia, 2006, 47:1203-12. The article describes the results from a study that involved a series of 13 patients being treated with bilateral deep brain stimulation (dbs) for management of generalized seizures of the lennox-gastaut syndrome (lgs). Patients had severe generalized tonic-clonic seizures (gtc) and a typical absences (aa). Five patients received bilateral dbs systems during the study period. Patient follow-up was performed every 3 and 18 months. A number of patient side effects were noted during the study. Reportable event: a patient experienced a seizure (trauma) related loss of stimulation due a scalp wound with a fracture of extracranial portion of the electrode at 31 months post implant. Reinitiating stimulation after electrode and extension replacement regained seizure control improvement.

Manufacturer narrative:
See scanned pages.